Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: review of the black box data revealed consecutive records of ¿power on reset¿ events after call service alarm 128 (replace battery). On examination, the battery compartment and battery cap are intact without damage. The battery cap was able to fit securely to the pump. On investigation, the pump powered on with audible tone and vibration present; however, the display remained blank. The pump cover was removed for investigation revealing moisture corrosion on the display screen flex and connector. Complete pump testing was not possible due to the blank display screen.